Event description:
Caller reported alarm 01 and mentioned that there was no adverse impact to their blood glucose level, which did not exceed 500 mg/dl. A cartridge change was performed resolving the issue